Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, root cause was not established for control unit corroded and the most probable cause of insertion tube damaged is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the uretero-reno videoscope insertion tube is damaged and the control unit is corroded. There was no patient involvement.